Event description:
It was reported that following device implant on (B)(6) 2003, the patient developed a massive infection overnight. Her face ¿looked like elephant feet¿, her legs were swelling, and she had a red line all the way from the back to the front. The device system was fully explanted the following morning. The patient was in the hospital for a week as she kept getting one infection after another. The patient had to have the wound packed for a month. A nurse had to come to the patient¿s home and it was the most painful thing the patient had ever experienced. Patient outcome was not provided. The healthcare provider (hcp) believed the pump delivered morphine at that time. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received from a hcp. Cultures were taken of "tip" and there was no growth for aerobic and anaerobic bacteria. The infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type: catheter. (B)(4).